Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted to treat sigmoid colon cancer with intestinal obstruction during an intestinal stenting procedure performed on (B)(6) 2026. During the procedure, it was reported that the shaft at the front section of the stent was kinked; however, additional information confirmed that the white tip of the inner shell was kinked. Another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications as a result of this event, and the patient condition following the procedure was stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of tip damaged/defective.